Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when he starts walking, it ramps up to high on its own. The difference between mobile and upright was clarified and the patient noted that therapy was not changing with positions. The adaptive stimulation mobile setting was too high and needed to be turned down. While decreasing the adaptive stimulation setting, the patient reported discomfort, but noted that stimulation was now at the level the patient needed it. Stimulation was lower and the patient was comfortable; the issue was resolved. Indication for use included complex regional pain syndrome type I, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.